Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window, missing end cap sticker, cracked case at reservoir tube window corners, reservoir tube window, reservoir tube lip, belt clip slot and broken battery tube threads.

Event description:
It was reported that customer had high blood glucose of over 500 mg/dl. Customer was taken to the emergency room on (B)(6) 2015 due to high blood glucose and ketones. Customer was treated with insulin IV. Customer was wearing insulin pump at the time of hospitalization. It was also reported that insulin pump had physical damage in three areas of pump. During troubleshooting it was found that tubing had air bubbles. Healthcare professionals wanted to be sure that insulin pump was working properly before releasing customer. It was advised that insulin pump needed to be replaced. Caller was advised that due to circumstances, insulin pump would be delivered that day to the nursing home. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.